Event description:
New information received notes that programming adjustments were made. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the recorded episodes non-sustained right ventricular over-sensing stored by the implantable cardioverter defibrillator. The episodes were attributed over-sensing of high voltage lead impedance testing. Programming interventions adjustments were discussed; however, no interventions were reported. The patient was in stable condition.